Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: at the 2nd seal, the device could not grasp the tissue and could not cut/coagulate. The procedure was completed with a ligasure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.